Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer is not filling the tubing. Customer stated they are unable to exit the preparing to prime loop. Customer stated they are stuck in rewind complete/bolus delivery loop. Customer was advised to hold down act until they receive 2nd series of beeps and or numbers appear on the display. Customer reported they received 2nd series of beeps. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response from all buttons due to a flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with operating currents within specifications. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No prime anomaly or rewind anomaly noted. The pump was received with a cracked case at the display window corners, a broken belt clip slot and minor scratches on the lcd window.